Manufacturer narrative:
(B)(4). External cause. H3: evaluation summary: upon visual inspection of the package, it was observed that the tyvek lid had a hole over the device knob and a second indentation was present in the tyvek over the back end of the device. The hole and the indentation were caused by compression of the tyvek between the device and a hard surface. The device is not correctly snapped into the blister and the blister had a dent that could have caused the device to come out of its snap location and also caused the damage to the tyvek. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the tyvek had a deep indentation and the staff was uncertain of the sterility. The device was not used on a patient.